Event description:
It was reported that a patient experienced a revision surgery, of shoulder devices due to instability. The patient had dislocated anteriorly due to laxity in the joint. The surgeon replaced the +0 humeral liner with a +2.5mm liner, which got rid of any laxity. The surgeon was able to reduce the shoulder and achieve better stability, which allowed the patient to have complete range of motion. The patient was stated to be stable when they left the or. The representative made mention in an email that the surgeon had selected a liner that was not the correct size for the initial surgical procedure. There is no indication or complaint that the device malfunctioned. No additional information has been provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00074.

Manufacturer narrative:
In a review of the labeling it is a known complication that device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision. The surgeon must be fully knowledgeable about the surgical technique and trained according to the proper use of the system instrumentation and implants. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient instability of the shoulder joint devices is most likely due to surgeon device selection for the initial implant in combination with underlying patient conditions this device is used for treatment, not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Patient dislocated anteriorly due to laxity in the joint.